Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during start up, the mr1 started audible and visible alarming. Pls advise in repairing this ventilator. No patient involvement.